Event description:
A customer contacted stryker to report that their device was not detecting the electrodes. As a result, defibrillation therapy would not be available, if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use.stryker contacted the customer to request additional information on the patient. The customer provided stryker with all the available patient information. Patient fields in which information was not provided were intentionally left blank.